Event description:
The customer reported that the plug on the cord is burnt and the cord does not work. On (B)(6) 2012, the cord failed hipot testing in a preliminary evaluation at covidien.

Manufacturer narrative:
(B)(4). The incident cord has been received and is currently under evalaution. When the evaluation of the cord is complete, a follow-up report will be submitted.